Event description:
The patient reportedly underwent a temporalis muscle flap revision. The patient is reportedly doing well. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.